Event description:
It was reported to philips healthcare that the heartstart xl+ "boot after the alarm prompt". There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.